Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. No technical root cause was identified as the product was found to be within specifications. Potential contributing factors of diffuse lamellar keratitis (dlk) could be related to sterilization of instruments, surgical techniques, pre and post-operative medications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A technician reported a case of diffuse lamellar keratitis (dlk) of the left eye post lasik procedure. Reporter indicated topical steroid eye drops were increased, and a flap lift and rinse was performed. Reporter indicated the dlk has resolved.